Event description:
The pt had right and left ventricular assist devices placed on 4/3/98. While ambulatory, the pt heard air leaking from the port where the pneumatic line was attached to the ventricular assist device, found that the fitting had come unscrewed, and tightened it himself. The patient reportedly became faint after the incident but there was no injury. The dr tightened the line further and the device is still in use.